Event description:
Caller reported that the indicated battery charge dropped by 30% in a short period of time. There was no adverse impact on the customer¿s blood glucose level as it did not exceed 500 mg/dl. The issue is not current and occurred on july 14, 2025. Customer was advised to create a tandem source account to upload pump data and to call back if battery fluctuations continue.